Event description:
Customer reported about one hour into a 2 hour infusion, dark color IV iron solution back flowed from secondary bag into the primary saline bag of IV fluid. There was no adverse patient effect. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The facility indicated the set was discarded. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot# and failure mode reported.